Event description:
We received a report that during the implantation of a z9003 19.5 diopter intraocular lens (iol), the surgeon noticed some debris on the optic surface. It was decided to have the patient stay over night and check the eye/iol the following day. The debris had not resolved so the iol was explanted.

Manufacturer narrative:
The za9003 intraocular lens (iol) was returned to the manufacturer for evaluation. The lens was visually inspected under a microscope. The lens was returned with fibers and particles. The lens was received cut in two pieces with one broken haptic. The received condition is consistent with a lens that was handled and explanted from the patient¿s eye. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
In initial report, date of event was incorrect. The date should have been (B)(6) 2014. This follow up has the correct date. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. All process operations in manufacturing were in compliance with manufacturing procedure specifications. No deviation or nonconformance was found related to the complaint type reported. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related to the complaint type reported. The lenses are 100% inspected at 10x microscope magnification. There were no discrepancies or defects found during the manufacturing record review (mrr) that were related to the possible causes identified for the complaint type reported. The documentation shows that the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.